Event description:
It was reported the stimulator moved closer to the skin. It was reported the patient had an appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).